Event description:
Arrive clinical study: 610 days post index procedure the patient expired. The index procedure treated one de novo lesioin for instent restenosis in the mid rca. The lesion was 3.5 mm in width, 15 mm in length, and was 80% stenosed. The physician direct stent the lesion with one taxus express2 8.8% 3.5 x 20 mm drug elutin stent without complication. Residual stenosis was 0% after deployment. The patient was discharged one day post index procedure receiving aspirin and plavix. The site reported that the patient expired on day 610 after a mitral valve replacement surgery in combination with a coronary artery bypass graft. Reportedly, the patient experienced respiratory failure. In the opinion of the physician, there was no relationship between the taxus stent and the death. No autopsy was performed.